Event description:
The patient reported that the pump did not detect the cartridge during the load cartridge phase. Examination revealed a dislodged display screen.

Manufacturer narrative:
There is no adverse event associated with this complaint. The patient reported a 'no cartridge detected' warning, which was verified in the pump history, which indicates intermittently dislodged force sensor pins. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen.